Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00852.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00852.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed and detached the initial ruby coils in the target vessel using a non-penumbra microcatheter. While attempting to advance two new ruby coils through the same microcatheter, the physician experienced resistance; therefore, both ruby coils were removed intact. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.